Manufacturer narrative:
A patient experienced lead migration was reported to abbott. The patient had a procedure and the lead was explanted and replaced. The patient was programmed. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
It was reported that the patient had their leads explanted and replaced. Patient was programmed post operatively.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in subsequent submission.

Event description:
Related manufacturer reference number: 1627487-2019-10273. It was reported, and confirmed through fluoro-imaging, that one of the patient's leads had migrated. The patient may undergo surgical intervention to address their issue.